Event description:
Customer reported that pump screen went black and would not turn on, with pump's button blinking red. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.